Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592, lead, implanted (B)(6) 2007 . (B)(4).

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular capture management trend shows average right ventricular lead threshold varying between 1.5 and greater than 2.5 volts throughout the record. The ventricular lead impedance rising throughout the record from 366 ohms the week of (B)(6) 2013 up to 674 ohms by week of (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high impedance and small r-waves. The lead had a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient experienced dizziness/pre-syncope due to unstable thresholds and an increase in impedance on the lead since implant. The lead was capped and replaced.